Event description:
The customer reported two false positive antibody screening tests with cell #2 of biotestcell 1 and 2 in solidscreen ii on tango. Two patient samples that had caused false positive test results were sent to us for quality control, but none of the supposedly defective product was returned. Our quality control laboratory tested the patient samples with the retained sample of biotestcell 1 and 2. One of the patient samples reacted positively with cell #2, the other one reacted negatively. According to the information provided by the customer, both patient samples were also tested with a different lot of biotestcell 1 and 2 and reacted negatively. Furthermore biotestcell 1 and 2 was tested with different samples and positive and negative controls. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1 and 2 functions correctly. Due to the one positive test result with the customer's sample, we initiated further actions (deviation) to clarify the discrepant result of the customer´s patient sample. An inspection of the affected tango optimo gave no indication of any instrument malfunction.

Manufacturer narrative:
This is our combined initial and final report on this incident.